Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not functioning after system updates. A technical support specialist (tss) reimaged the stations with the latest enterprise server v1.11 image to address the biometric identifier issue that occurred following a windows update and restart. As a temporary workaround, a service engineer instructed the customer to restart the machines for devices v-qasdpx6036458, v-qasdpx5679726, and v-ibodpx6036692. The tss remotely accessed device v-qasdpx6036458 and identified a fingerprintspoof error in the med application logs, and confirmed that the only available reference was the knowledge article titled bio ID failure after upgrade-reboot fixes temporarily, which was under investigation. The tss also observed that device v-qasdpx5679724 was offline in remote support service (rss) and remote access could not be established. The distributor was informed of the status and provided with updates. No response was received from the customer regarding further assistance; therefore, the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identification was not working after 1.11 update. There were no adverse events or injuries reported based on this event.